Event description:
On 14th october 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. All the fragments were retrieved from the patient. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1927bcf-45, biocomposite-corkscrew® ft suture anchor, batch 15213277, was received for investigation. Visual evaluation revealed that the bio screw was broken between the 3rd and 4th thread. Functional testing was not performed due to the damage to the device. The bone quality encountered during the procedure, was not provided. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.